Manufacturer narrative:
The returned driver shafts exhibited the reported condition. Device history records related to the event were reviewed. There were no non-conformances detected through the device history record review. A follow-up report will be filed if additional information is provided in the future.

Event description:
During surgery using the stratum foot plating system. A stratum driver tip broke off into the head of the screw. A second driver was opened to move forward with the surgery and broke in the same way as the first. The tips broke off flush with the heads of the screws and remain implanted. A third driver was used to complete the surgery successfully. There were no reported patient complications.